Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess test well images in question. Two (2) of the three (3) wells were visually negative with faint halos, and one (1) of the three (3) wells was visually negative. The immucor laboratory tested retention product on 27jul2017, which performed as expected. The immucor laboratory also tested returned blood samples from the customer site on (B)(6) 2017 which yielded expected positive outcomes, and therefore the customer's blood sample testing observations were not reproduced.

Event description:
On (B)(6) 2017 , a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument.